Manufacturer narrative:
At the time of this report, the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, guyrus acmi will continue the investigation and update the agency accordingly.

Event description:
Gyrusacmi was notified via a uf medwatch that the plastic tip of the sheath device used in a cystoscopy procedure broke off and apparently fell into vaginal folds. Broken off plastic tip fell out of the pt a few hours after the procedure. No injury or additional procedure required for the pt.